Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pulli ng/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician experienced difficulty implanting the right atrial (ra) lead. The patient had a challenging anatomy (post-double valve repair). When the physician first attempted to place the ra lead, it appeared that the helix had partially extended. The lead was removed and the helix was extracted. During the second attempt it appeared the helix had extended again, despite the fact that the physician had not intentionally deployed the helix. The ra lead was removed again and cleaned with saline. It appeared that there may have been some blood or tissue on the helix. After the helix was cleaned, the physician reported that when she retracted the helix, it "popped" back out. Another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.